Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experienced an elevated blood glucose (bg) of 600 mg/dl. Reportedly, pump was in storage mode. The customer administered manual injections to treat elevated bg. Tandem technical support guided customer through taking pump out of storage mode to resolve issue and resume insulin therapy.